Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube pms plh 13x75 3.0 slbl lim ce was coagulating and insufficient amount of additive. This occurred on 5 occasions during use. The following information was provided by the initial reporter: hospital laboratory were found last night five tubes which did not work as should. There was quite big coagulation formation in plasma yield after centrifugation each of them. Customer though that there is not enough additive inside the tube. Heparin plasma tube with mechanical separator coagulated after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sample quality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and sample quality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube pms plh 13x75 3.0 slbl lim ce was coagulating and insufficient amount of additive. This occurred on 5 occasions during use. The following information was provided by the initial reporter: hospital laboratory were found last night five tubes which did not work as should. There was quite big coagulation formation in plasma yield after centrifugation each of them. Customer though that there is not enough additive inside the tube. Heparin plasma tube with mechanical separator coagulated after centrifugation.